Manufacturer narrative:
In the initial medwatch, h11 additional narrative should have been: "the serial number of the customer's cobas e 801 analytical unit (B)(6). The two patient samples were received for investigation. The patient samples were tested for elecsys folate iii (folate iii) and elecsys folate iii v2. The investigation confirmed the customer's low folate iii results. A general reagent issue can be excluded. The investigation is ongoing." Instead of: "the serial number of the customer's cobas e 801 analytical unit (B)(6). The two patient samples were received for investigation. The patient samples were tested for elecsys folate iii (folate iii) and elecsys folate iii v2. The investigation confirmed the customer's low folate iii results. A general reagent issue can be excluded. The reagent meets specifications. The investigation is ongoing." The patient samples were sent to an external laboratory using an abbott analyzer. The results from this analyzer clinically matched the elecsys folate results (folate deficiency). The investigation determined elecsys folate iii v2's tendency for low bias on the cobas e 801 analytical unit compared to the previous assay version.

Event description:
The initial reporter received questionable elecsys folate iii (folate iii) results from several patient samples tested on the cobas e 801 analytical unit. The reporter stated they have received several low folate iii results since switching to the reported reagent lot, with healthy individuals without any relevant clinical history having low results. The reporter was able to provide two samples from the same patient with discrepant results: patient sample 1: the initial result from the analyzer was 2.1 ng/ml. The first repeat result from the analyzer was 2.3 ng/ml. The second repeat result from another laboratory that uses an abbott analyzer with electrochemiluminescence immunoassay (eclia) as the laboratory method was 3.9 ng/ml. Patient sample 2: the initial result from the analyzer was 1.1 ng/ml. The first repeat result from the analyzer was 1.3 ng/ml. The second repeat result from the other laboratory that uses an abbott analyzer with eclia as the laboratory method was 5.2 ng/ml.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit (B)(6). The two patient samples were received for investigation. The patient samples were tested for elecsys folate iii (folate iii) and elecsys folate iii v2. The investigation confirmed the customer's low folate iii results. A general reagent issue can be excluded. The reagent meets specifications. The investigation is ongoing.